Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00176. It was reported a day after the trial procedure patient passed away on (B)(6) 2021. The cause of death is either due to heart attack or pulmonary embolism.